Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer continued to use current pump.